Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, when the hepatic portal vein was cut, the device failed to fire at the first shot completely. When first fired, the doctor encountered resistance and could not continue to squeeze the handle. On inspection, it was seen that the staple only came out a little in front. Laparoscopic procedure converted to open due to device problem. Extended incision more than one inch was reported and the operation was performed by hand suture.